Event description:
It was reported that during a cholecystectomy procedure, the tissue pad became worn and the device could not be used. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.